Event description:
The customer reported oil mist. The customer stated that the mist has been occurring for approx two months, and they had just received the letter regarding the oil mist. The customer stated that there have been no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse confirmed the problem and installed a new oil mist filter. He certified the system with diagnostics and an empty cycle. The system met specs. This issue is being addressed with a customer letter, related to correction & removal.